Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event and the product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician removing the device with the tissue mold closed and the endoscope retroflexed did not follow IFU/training instructions for proper device removal. The physician is alleging the esophyx device contacted the diaphragm or vagus nerve during the tif procedure, thus causing or contributing to the patient adverse event. It is unknown if the multiple device insertions caused or contributed to the patient adverse event. This is the first report of a cardiac event occurring in over 26,000 tif procedures.

Event description:
A patient underwent a tif procedure. The first two device insertion attempts were successful; however, both endoscopes were unable to be retracted into the tissue mold as required. A third endoscope was used with the initial device, the device was inserted, and endoscope retraction was successful. After three successful fastener deliveries, the helix was re-engaged into tissue at a different location, the tissue mold was opened, and the patient went into atrial fibrillation, was tachycardic, and had a sustained heart rate above 200. The physician attempted to remove the device. The helix was disengaged and safely stowed, and the device was partially removed with the endoscope retroflexed, and the tissue mold closed (manufacturer's note: this is not in accordance with IFU/training instructions for proper device removal). The patient was then cardioverted three times and a cardiologist was consulted. Three ekgs and one echocardiogram were completed, and no issues were noted. The cardiologist stated the patient was stable and the tif procedure could continue. The physician restarted the tif procedure and the tif procedure was successfully completed with no further patient issues. During device removal and post-op egd, 2cm of superficial esophageal mucosal stripping was noted at an unknown location. There was no significant clinical impact as a result of the mucosal stripping. The patient had no cardiac history and had a low potassium level. The patient was discharged (B)(6) 2021 per normal hospital protocol and is reportedly doing well as of (B)(6) 2021.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2398, 1762, and 1729. Updating type of investigation (b) to only include: 4112, 4109, 4115, 4110, and 4111. Updating investigation conclusions (d) to only include: 4315.